Event description:
A malfunction alarm with the code malf 12 was reported by the customer. There was no adverse impact to the customer's blood glucose level. The customer switched to using an insulin pen after leaving the malfunctioning pump at home and received instructions from technical support on how to reset the pump. The customer planned to restart the pump upon returning home and was advised to contact technical support again if the malfunction occurs once more.